Event description:
It was reported to philips that one of the hard disk drives in the device's x-ray computer was not turning on, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside of clinical use at the time of the reported event. It was reported that the x-ray pc will not turn on. Upon further inspection, philips remote service engineer (rse) checked and confirmed that the drive in the x-ray pc would not turn on and found degraded drive bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Biomed engineer bypassed the drive bay. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.